Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-03972 for a description of the other device. It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6), 2008. According to the complainant, post-procedure, the patient experienced pain. According to the physician's office, six weeks following the procedure, the patient had urinary retention and pain. Twelve months following the implantation, the physician performed a urethrolysis, which resolved the retention problems. The patient was pain-free at 25 months and 37 months post-procedure. On (B)(6), 2011, during a follow up medical appointment, it was noted that the patient's complications had resolved. All other information is unknown and unavailable.